Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported plug in the back is broken will not charge. There was no reported patient involvement.

Manufacturer narrative:
.

Event description:
The customer reported plug in the back is broken will not charge. There was no adverse patient impact reported.